Manufacturer narrative:
A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. No photo(s) and/or video(s) was provided for evaluation by the reporter and a sample was not received at the investigation site for evaluation. The reported complaint was evaluated and does not meet criteria for reporting per applicable medical device regulations, does not meet criteria for a critical event, and a customer response was not requested. A review of production information, complaint history, and servicing was not performed as the lot/batch/serial number is unknown. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. Quality assurance has evaluated and investigated this complaint. Complaints are reviewed and monitored for adverse trends on a monthly basis and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the fluid management system made squeaking noises and suction was slow to work during phacoemulisficaition and irrigation/aspiration surgery. The surgery was completed on the same day after replacing the cassette. There was no information about patient impact. Additional information was requested non received till date.